Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 543965 auto endo5 ml lot# 73h1800499, samples were functionally inspected, fired and issue reported loading issues was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are coming out straight and releasing once they are locked. There was no patient injury.

Manufacturer narrative:
(B)(4). Correction to record 3003898360-2018-00724. Additional information indicates that the clips did not reopen. Therefore, this report is retracted.

Event description:
It was reported that the clips are coming out straight and releasing once they are locked. There was no patient injury.